Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and a video of the surgery was provided for review. The product investigation was conducted. The results are listed below: according to the surgery video, the trailing haptic was not tucked properly. The tip of the trailing haptic was torn at acrylic part and returned. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Visual acuity of the patient was 1.2 on postop day one, but the patient complained of a problem of his/her visual in 14 november. On exam, the doctor found corneal opacity and part of a haptic in the anterior chamber, so she removed the iol with anterior chamber incision in 15 november. The visual acuity decreases to 0.4 now. Corneal opacity has been developed. The doctor considers that corneal opacity might be caused by issue damaged by the tearing haptic, which is definitely the trailing haptic.